Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted with concurrent anterior and posterior colporrhaphy. Following implantation the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and vaginal atrophy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence.

Event description:
It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
Date sent to the FDA: 01/11/2017. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urgency, nocturia, discomfort, urinary frequency, and vaginal odor.

Event description:
It was reported that following insertion the patient experienced urgency, nocturia, discomfort, urinary frequency, and vaginal odor.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.